Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to an unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "(B)(6) 2016, 07:30am." The patient detailed that she obtained an alleged blood glucose result of "136 and 111mg/dl" on the subject meter, compared to about "72 and 82mg/dl" obtained on the other device preformed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs' criteria for accuracy. The patient manages her diabetes with insulin (no adjustments) and stated that she took more food and/or drink as a result of the alleged product issue. The patient reported that 8 hours after the issue began she developed symptoms of "blurry vision and racing heart." She was treated by a health care professional (hcp) with unspecified IV fluids and obtained a blood glucose result of 49mg/dl on the ER/hospital meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury and required hcp treatment after the alleged product issue began.